Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that, this complaint from the united states reports that an r3 impactor handle broke off while in use. All the pieces were recovered and caused no harm to the patient. This event caused no delay in the procedure. The surgery was finished using a s&n back up device. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during thr procedure while malleting the cup into correct position, the handle of the impactor snapped off. This happened inside the patient. No delay. Procedure could be finished using a s&n back up device. All the pieces were recovered and caused no harm to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.